Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, out of box, the temperature port on top of the venous inlet was snapped off. There was no pt involvement as this occurred out of box. The product was not used. The surgery as completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for eval; however, the investigation has yet to be completed. Terumo will be submitted a follow-up report when more info becomes available. (B)(4).